Event description:
A customer reported a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the alarm and arranged for a replacement pump to be sent to the customer, who will use a backup insulin pump to ensure continued insulin delivery. Instructions were provided to the customer for returning the malfunctioning pump and steps for setting up the replacement, all of which the customer acknowledged and understood.